Manufacturer narrative:
H6; code 100: weld flash in the nose of devices. Conclusion: ab) it was concluded that the reported insts. "Jammed" during surgery may have been due to a twisted staple in the cartridge. A) the inst. Was received with excessive dried body fluids in the cartridge assembly and a twisted staple and weld flash in the cartridge nose. The staple and the weld flash were removed and the inst. Was cycled, fired, and formed the remaining 21 staples without incident. It was concluded that the weld flash, which was due to an assembly error, had caused the staple to twist and jam in the nose. B) the inst. Was received with excessive dried body fluids in the cartridge assembly and a twisted staple jammed in the cartridge nose. The staple were removed from the cartridge nose and the inst. Was cycled, fired, and formed the remaining 23 staples without incident. It could not be concluded conclusively as to if the excessive dried body fluids had caused the staple to twist and jam in the nose. A) the assembly management has been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve the products. B) each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted within the cartridge track and nose if the instrument sustains a blunt trauma.

Event description:
During a laparoscopic hernia repair the ems stapler jammed. A second ems was opened and it also jammed. A third ems was opened to complete the case. There was no consequence to the pt.